Event description:
PICC (peripherally inserted central catheter) noted to be leaking at the flange.

Manufacturer narrative:
The product code and lot number have been forwarded to the manufacturer, once researched the investigation results will be reported back to the FDA.

Event description:
PICC (peripherally inserted central catheter) noted to be leaking at the flange.

Manufacturer narrative:
We contacted the customer and asked for more details about the incident. Unfortunately, we did not receive any further information despite our request. The customer has informed us that the defective product was disposed of after it failed. Due to the absence of the defective sample and additional details, this complaint cannot be confirmed, and the exact root of the issue cannot be determined. Various possible causes can lead to catheter leakage/tensile fracture: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it; placing stress on the line could result in a tensile fracture. Routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. Use of alcohol-based disinfectant. A review of the batch history records was performed, and no deviations were found. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are carried out with no exemptions found. The batches complied with its specifications and were released. The mean complaint rate for the product group with code 1252 was 0.64 [?] (Per mille) for the last three years. This query relates to all the complaints that have come to our attention worldwide. Corrective action: this complaint could not be classified due to the missing sample and further information. Therefore, no further corrective action was initiated by quality management.